Manufacturer narrative:
Age at time of event 18 years or older. Returned product consisted of a maverick 2 balloon catheter with the product mandrel and balloon protector still in the manufactured position. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed damage to the tip and a pinhole in the balloon 16mm from the tip. There is blood in the hub, inflation lumen, and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 05jun2019. It was reported that crossing difficulties occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with a significant bend of greater than 45 degrees was located in the moderately tortuous, moderately calcified and highly fibrotic left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.